Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got post-reset ram crc alarm. The customer¿s blood glucose level was 369mg/dl at the time of incident. Troubleshooting was performed. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. The device was communicated properly with guardian three link and glucose sensor simulator and blood glucose meter. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.